Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) vented micro-volume inlets had foreign particulate matter; further identified near the connector. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: three (3) actual devices and photographic samples were received for evaluation. The returned photograph was reviewed, and it was noted that there were dark embedded specks of foreign object matter. A visual inspection was performed on the actual samples, and it was noted that there were dark particulates under the inlet connector cap, dark particulates in the packaging and on the white inlet connector. A stereomicroscopy was performed on the actual sample, and at least one particle was observed in the sample. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to contamination during the manufacturing packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.